Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for lot cov5038001, were reviewed and was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. Based on the retention sample testing results, the reported failure mode was not replicated.

Event description:
Invalid result(s): customer purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kit was purchased at cvs. She has since thrown the test cassette away and cannot provide a picture.